Manufacturer narrative:
Concomitant medical products: (cn: 02-012-35-2011, sn: (B)(4) poly insert, ps size 2, 11mm.

Event description:
Index surgery: (B)(6) 2009. Revision due to pain and discomfort. Patient had a total knee implanted. The femoral component had become loose. The surgeon replaced the femoral component and poly.